Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) the dentist reported that 15 days after the dental implant was installed in mouth, its non-osseointegration was observed. 35 ncm of primary stability was achieved and the implant was installed with immediately load. The patient presented bone type IV.